Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis, device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/16/2009 and 01/28/2009 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 02/11/2009.